Event description:
The product labels do not match what is on the implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Territory (B)(4) reports: the product labels do not match what is on the implants. The depth is what is not printed on the implant therefore; the surgeon cannot confirm what is being implanted. Event date: (B)(4) 2011. Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. This complaint was reviewed by (B)(4) and concluded all ceramic heads are etched with the 16/18. A metal sleeve is inserted which changes the taper to a 12/14. The sleeves are etched indicating this 12/14 taper: however, there is no etching or markings on the outside of the product which will visually confirm the product is infact a 12/14 taper. This is a known anomaly and is accepted: therefore there are no issues not with the products. They are manufactured and packaged as per the requirements. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.